Event description:
The account stated that the cell-dyn 1800 analyzer has generated discrepant hgb results and mismatch hgb and hct results on a patient sample. The initial hgb result = 8.7 g/dl, hct= 30.8%, the retest result was hgb= 5.9 g/dl and hct 20.7%. The account then performed a background and retested the sample, the hgb= 11.4 g/dl and hct= 36.0%. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.